Event description:
It was reported this balloon burst following the third inflation, during dilatation of a graft in the superior vena cava. Following balloon burst, resistance was encountered removing this balloon catheter from the pt. Continued exertion against resistance resulted in the balloon detaching in the pt. The pt was transferred to surgery where a cut down was peformed to successfully remove the balloon catheter. The procedure was successfully completed with this balloon. The pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, the co's follow up revealed resistance was encountered removing this balloon catheter through the introducer sheath. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The company's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture if for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."